Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a business partner regarding an implantable intrathecal pump intended to deliver gablofen [ 500.0 mcg/ml] in flex mode, with a daily dose of 203.55 mcg/day, indicated for intractable spasticity and multiple sclerosis. A print-out of the pump logs (last examined on (B)(6) 2018) were provided. The estimated elective replacement indicator (eri) was at19 months. The logs show that a motor stall occurred on (B)(6) 2018 at 22: 05, followed by a recovery at 22: 28. It is unclear if the patient had recently had an MRI (magnetic resonance imaging), as the note " had MRI?" Had been hand-written next to the stall and recovery in the logs. No patient symptoms or complications were reported as a result of this event. No further information was provided.